Event description:
This report is being submitted for the device not insufflating and nothing displaying on the front panel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the subject device did not insufflate, and the front panel was not functioning properly due to a defective printed circuit board (cr basal plate). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The insufflation issue was due to the age of the circuit board and the stress that is caused by heat and humidity have probably affected the device¿s performance over time and contributed to this equipment breaking down. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, while using the high flow insufflation unit, the device no longer insufflates the rings, and then goes out. There was no report of patient harm or injury associated with this event.